Manufacturer narrative:
Batch review performed by meedacta regulatory affairs department on 13 october 2020: lot 1902380: (B)(4) items manufactured and released on 13-sep-2019. Expiration date: 2024-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in 10 months after the primary surgery reporting instability( felt imbalanced due to unknown reasons) and the cause of the instability is unknown. The surgeon revised the crco ball head ø32 - size "m" 0 with a 28mm biolox option head and added a biolox option sleeve xl. The surgery was completed successfully.